Event description:
It was reported to philips that an error occurred where geometry movements were partially available on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo ipc, reloaded the os and application software, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).